Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak detected alarm occurred multiple times during a routine hemodialysis treatment. Testing with a hemostick was negative each time. No visual evidence of a blood leak was reported. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The occurrence of a blood leak alarm during treatment without visual evidence of an actual blood leak is typically the result of air in the effluent chamber that was not evacuated adequately by the operator during priming of the cartridge. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.